Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the transfer carriage, loading cart and sterilizer. The technician found no issues with the function or operation of the loading cart, transfer carriage, or sterilizer. While onsite the technician spoke with user facility personnel and learned that when the transfer carriage was being engaged with the sterilizer, the transfer carriage "sprung" back contacting the employee's hand resulting in the reported event. The cause of the reported event is likely attributed to user error. The atlas transfer carriage operator manual (pg. 3-2) states, "align loading car and atlas¿ transfer carriage with rails inside sterilizer chamber and push transfer carriage forward until front latches (fig. 3-1) are engaged in end-frame slots (fig. 3-2)." In-service training is pending on the proper use and operation of the atlas transfer carriage. A follow-up report will be submitted once additional information becomes available.

Event description:
The user facility reported that an employee obtained a small cut on their hand while operating their atlas transfer carriage. The employee self-treated by applying a bandage.

Manufacturer narrative:
Steris offered in-service training on the proper use and operation of the atlas transfer carriage; however, the user facility declined. No additional issues have been reported.